Manufacturer narrative:
Reliability analysis evaluated 1 opened and used reservoir. Inspected reservoir, snap-cap, and septum for anomalies. None were found. Ran occlusion test. Reservoir not occluded. (B)(4).

Event description:
Customer reported she was changing out her infusion set today and she could not push insulin through the tubing. The device alarmed no delivery. Customer's blood glucose is 361 mg/dl. The issue was resolved by using a new infusion set. Customer is returning the reservoir for analysis. Nothing further reported.